Manufacturer narrative:
Not returned.

Event description:
Patient's legal representative stated vaginal wall erosion, mesh exposure, uti, pain, incontinence, bleeding, moderate stream, dyspareunia, urinary frequency, discharge.